Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported difficult positioning in anatomy was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mirtraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xt was prepared per the instructions for use (IFU) and inserted without issues. A plus knob was used to correct a slight aorta hugger, which resulted in the clip being just above the valve. Therefore, typical steps to gain height were used. Grasping was performed, and after one grasp, deployment steps were started. However, during deployment, fluoroscopy revealed that the clip opened to roughly 60 degrees. The clip was noted to be stable on the leaflets. The clip was implanted, and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.